Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 68(trace pointers are invalid), pump error 75(power supply test failed during self-test), pump error 49(history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. The customer reported receiving a pump error. The customer reported receiving pump error 23, 49, 75, 68. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. Product return is required for mmt-1886.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test and self test. No unexpected pump error 23, pump error 49, pump error 68 alarms during testing however, pump error 23, pump error 49, pump error 68 alarm (line number = 442; file number = 38) is found in the formatted history file on (B)(6) 2025 15:07:30.000 due to a battery issues/power issues. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails, battery tube threads-cracked and scratched case. Power supply test alarm (75) was found in history file on (B)(6) 2025 15:25:43.000. In summary, customer alleged pump error 75 confirmed. Alarm-a329-pump error 23 confirmed. -pump error 68 confirmed. Pump error 49 confirmed. Expose to moisture on pcba1 noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.